Manufacturer narrative:
Patient information is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant date not applicable since the plate broke before implantation. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility name unknown. (B)(4). A device history record review was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate was broken when the surgeon tried to bend the plate during the right mandibular reconstruction surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no adverse consequence to the patient. No further information was provided by the hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date returned to manufacturer initial reporter facility, address, telephone corrected data: product code, common device name PMA :510k device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 04.503.740s , lot no.: l363743 , manufacturing location: selzach , supplier: (B)(4), release to warehouse date: 31.mar.2017 , expiry date: 01.mar.2027 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.740 / h312760 was manufactured in us, elmira , part mfg date: 07-mar-2017 , part exp. Date: n/a . Manufacturing location: depuy synthes ¿ elmira , lot number: h312760 , part number: 04.503.740 . DHR record review: a review of the device history record (DHR) revealed no nonconformances. The DHR shows lot# h312760 of ti matrixmandible 7x23 angle recon pl right 2.5mm thick was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no nonconformances or rework noted." This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the visual investigation of the complained plate shows that there are several fragments which are cut by the user properly. The surface of the cut / broken areas are homogeneous what indicates material conformity as well. One part is broken apart due to exceeding applied mechanical force while bending for- and backwards. There are multiple signs visible which indicates hard contact with an instrument. We have to assume that inappropriate tool was used to bend the plate (see attached pictures). Picture 6 also indicates that the plate was bent for- and backwards what never should be done. Therefore we classify this breakage as user related. In general we would like to mention following sentences from the matrixmandible plating system instructions for use: warnings, these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. Avoid sharp bends. Sharp bends include a single out-of-plane bend of >30 degrees between two adjacent holes. As the plate is broken as complained, this complaint is classified as confirmed. Dimensional inspection: checked dimensions with caliper per drawing: width of the passage: specification 5mm +/-0.1 / measured: 5.09mm = pass . Thickness of the passage specification 2.1mm +/-0.1 / measured: 2.09mm = pass . Drawing/specification review: not required per selected investigation flow as the damage is use related, see summary. Material or hardness review: not required per selected investigation flow as the damage is use related, see summary. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.